Event description:
It was reported that a balloon rupture had occurred. The physician was completing a percutaneous coronary intervention procedure of a moderately calcified, moderately tortuous and 90% stenosed atrioventricular branch. After predilation using a non-bsc 2.0x15 balloon, a 10mm x 2.25mm wolverine coronary cutting balloon monorail was used. The first inflation was for 20 seconds at ten atmospheres. The second inflation was to 12 atmospheres at which point the balloon ruptured. There were no patient issues and the procedure was successfully completed using a different device.